Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2004 to treat pelvic organ prolapse and stress urinary incontinence. The patient continued to experience pain, erosion of her internal bodily tissue, bladder spasms, infections, dysuria and other injuries following the procedure, and required self-catheterization daily. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent transurethral lysis of mesh due to erosion on (B)(6) 2004. (B)(4).